Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing issue. The ventricular pacing was missed due to the setting of ventricular sensitivity. The device was reprogrammed. No patient complications have been reported as a result of this event.